Event description:
The customer reported to customer service that the power supply for her breast pump was sparking from the housing and is also missing a screw in the housing.

Manufacturer narrative:
The customer was sent a replacement power supply. In f/u with the customer, she stated the power supply housing was missing a screw which she didn't know at the time and was coming apart. When she went to plug in the power supply it sparked. The customer stated the housing does come apart. The customer did not received any injuries as a result of the issue. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated the power supply sparked and comes apart which are safety risks. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.